Event description:
During the device evaluation, a burn was found on the gastrointestinal videoscope's tip cover. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, the reportable event was likely due to the use of a high-frequency instrument without sufficient distance from the tip. However, the root cause could not be specified. The event can be detected and prevented according to the following ifus: 3.3 endoscope inspection 4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.